Event description:
A nursing supervisor reported that some cartridges, as the final part of the lens pass channel appears to be clogged or thinner than normal and the lens ends up passing through once a certain force is applied. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).